Manufacturer narrative:
The insulin pump alarmed for a motor error during the occlusion test and was unable to prime during the prime test due to a faulty gold force sensor resistor. The motor passed the motor test. The insulin pump was received with a cracked display window corner, a cracked reservoir tube lip, a broken belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during prime. The blood glucose reading was 68 mg/dl. Customer mentioned that he received a body scan with the insulin pump a week ago. Customer also stated that he was able to rewind the pump. Advised discontinuation of the insulin pump. Nothing further reported.